Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported smoking and sparking from the power cord. The power cord and powers supply were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One power cord and one power supply were received for evaluation. Visual inspection verified the power cord was frayed, and wires were exposed. A test unit was able to power on by exchanging the damaged power cord with a golden cord while using the returned power supply.